Event description:
The optics, on the suspect device, appeared to be contaminated with blood, out-of-box. Patient's blood glucose was not affected and no treatment was received. A request was made for the return of the suspect prodcut and replacement prodcut was shipped.